Event description:
The patient reported experiencing coughing since implant, dizziness, leg edema and questioned if the symptoms were due to pacemaker syndrome. It was noted that the patient has congestive heart failure. The patient was seen by physician and medications were changed and leg support applied. The clinic nurse was contacted and has indicated there was no indication of whether or not the patient's symptoms were caused by the device and no indication that the device malfunctioned. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.